Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements until reaching out-of-range values. It was noted the patient experiences frequent episodes of atrial fibrillation (af) and recently underwent a medication change. Boston scientific technical services (ts) reviewed device data and suggested possible causes of the increased measurements. This system remains in service. No adverse patient effects were reported.